Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; extended opening on posterior, yellow particles in the shell and the weight the device within specification. A visual and microscopic analysis was performed which identified; extended striated opening on anterior and creases flat. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device has been explanted.